Event description:
It was reported that stent damage occurred. The more than 70% stenosed target lesion was located in the vertebral artery. A 6.0mm x 14mm x 150cm express vascular sd stent was advanced for treatment. However, during the procedure, it was found that the stent was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stent catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed kinks 2.5 cm, 2.5 cm and 2.7 cm from the hub. Microscopic examination revealed no other damage than the kinks.

Event description:
It was reported that stent damage occurred. The more than 70% stenosed target lesion was located in the vertebral artery. A 6.0mm x 14mm x 150cm express vascular sd stent was advanced for treatment. However, during the procedure, it was found that the stent was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.